Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. Reportedly, the suspected cause of the bg level was due to delivering too much insulin via a bolus for food. The customer drank soda to address bg level. It was noted that the customer declined troubleshooting as they were confident that the bg level was due to the amount of insulin received.